Manufacturer narrative:
UDI (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the pin has fractured near the tip. Wear was observed on the pin. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, tip of the pin was fractured inside the patient body, when the surgeon inserted it to ricon screw hole of the nail. The fractured piece was able to be removed from the patient. No issues of the patient were reported. Attempts have been made, and no further information is available.